Event description:
It was reported via repair work order that the footend lift was stuck in an elevated position and inoperable due to a malfunction with the sensor cable cord. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.